Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a controller fault alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed one controller fault alarm on (B)(6) 2017. As a result, the reported event was confirmed. Data file did not cover the event date. Based on available information the most likely root cause of the reported event is 2 depleted batteries connected to the controller and/or 2 batteries have malfunctioned causing both the batteries to drop to 0% charge. If information is provided in the future, a supplemental report will be issued.